Manufacturer narrative:
The lot number was not provided so a device history record could not be performed and the graft was not returned therefore the root cause could not be identified. Several attempts were made to obtain additional information regarding the complaint and the complainant provided no additional details except that no further surgery was needed following the event and the graft still remains implanted in the patient. All graft lots undergo inspection and testing prior to release per internal quality procedures. The inspection and testing includes the following: longitudinal tensile strength, radial tensile strength, water entry pressure, suture retention, 100% visual and tactile inspection. All testing requirements are reviewed and verified prior to releasing the graft lots. Any surgery that causes a break in the skin can lead to a postoperative infection. Doctors call these infections surgical site infections (ssis) because they occur on the part of the body where the surgery took place. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. A seroma is a collection of fluid under the skin. Usually it occurs at the site of a surgical incision and may form about one to two weeks after surgery. It may look like a swollen lump and feel tender or sore and there may be drainage. A small seroma is not dangerous. The body slowly absorbs the fluid. Seroma post implant of any vascular graft may be caused by improper fixation methods. Careful attention to proper fixation techniques and sizing of the product should be taken to help prevent excessive tension or disruption between the graft material and tissue. The instructions for use state adverse reactions occur with the use of any vascular graft include seroma formation, weeping and infection. The clinician is warned to not apply excessive tension to the anastomosis to prevent adverse reactions.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR reports: 1219977-2016-00107, 1219977-2016-00109, 1219977-2016-00110 1219977-2016-00111.

Event description:
Report received indicates post-operative day 3 the patient had seroma/weeping and a secondary infection occurred.